Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported several false positive results on the alinity m sars-cov-2 assay. Sample ID (B)(6) was positive and was retested because the curve did not appear logarithmic, additionally, the clinical patient history was known. The same aliquot was tested the next day, generating a not detected result, however the positive control failed. The negative result was reported outside the lab. Sample ID (B)(6) also gave a positive result, and when retested from the same aliquot on the same machine the result was confirmed. However when tested on another platform the result was negative. In this case, the customer trusted and reported the positive results from the alinity m outside the lab. Molecular application specialist suggested that the customer perform a water run, including a few positive controls, in order to monitor a possible contamination issue within the instrument. Customer confirmed that the water run test results were within specifications and no positive results were observed. The customer retested all tests run the week of (B)(6) and identified 2 more discrepant results: sample ID (B)(6) was negative, but when retested was positive. Sample ID (B)(6) was positive, but retested twice as negative. All tested samples were from the original aliquots. For both these samples the negative results were reported outside the lab. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the server results log for the runs in question were reviewed. Only the results logs files that were mentioned in the activity text of the ticket and/or contain the complainant samples were reviewed. The runs results log files were valid (except (B)(4), invalid run due to positive control failure), met assay specification requirements, and no error codes or flags were displayed for the run controls (alinity m sars-cov-2 negative ctrl and positive ctrl). Unusual/wavy curves were observed for the runs/patient samples in question. The review of the data demonstrated that the assay software and the abbott alinity m sars-cov-2 amp kit (list 09n78-90) lots 515053 and 515948 is performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that lots 515053 and 515948 are performing outside of established design performance specifications. Quality data review: DHR review was performed for the alinity m sars-cov-2 amp kit (list 09n78-090) lots 515053 and 515948 and their components. The manufacturing packets were obtained from abbott molecular document control and reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lots 515053 and 515948 and their components. The search did not identify any records related to this issue and these lot numbers. Complaint history review: a lot specific complaint review was performed to identify any similar complaints, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 515053 and 515948. The complaint history review identified one additional (reported discrepant result) complaint ticket related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lots 515053 and 515948. This ticket is currently in the process of troubleshooting by technical service. Based on the results of the investigation elements, a product deficiency for the abbott alinity m sars-cov-2 amp kit (list 09n78-90) lots 515053 and 515948 was not identified.